Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shocks in which therapy exhaustion was noted. Further, there were some ventricular fibrillations (vf) undersensing noted and this ICD was unable to convert vf. This ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation against the implantable cardioverter defibrillator (ICD) was not confirmed. Moreover, no irregularities were found upon microscopic visual inspection. Further, the ICD was sensing and pacing as programmed. No noise or undersensing was observed. The ICD was functioning properly and met its specification. Thus, the device met its specification.